Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2022, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.